Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer stated that the half of the lip of reservoir area was broken. The reservoir lip ring was cracked. The reservoir unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.